Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No motor error alarm or unexpected no delivery alarm during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, had an absence of no delivery alarm, bolus history anomaly, and that they experienced a high blood glucose level of over 600 mg/dl. The customer treated with syringe and declined troubleshooting for the high blood glucose and history anomaly. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was assisted with no delivery troubleshooting as they stated that they have received no delivery alarms. The issue was resolved by changing the infusion set and reservoir. The customer did not have the products to return. The insulin pump will be returned for analysis.